Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and continued to use the pump for insulin therapy until the replacement arrived. There was no adverse impact to customer¿s blood glucose level.